Event description:
Follow-up revealed the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. Lead diagnostic testing revealed high impedance measurements. Reprogramming to provide resolution was unsuccessful. At this time, the next course of action is unknown.